Event description:
It was reported that intermittent alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.